Manufacturer narrative:
Initial reporter phone number: (B)(6). The field service engineer replaced the oil mist filter again to resolve the smoke/haze issue, and he noted that the removed component appeared ¿burned.¿ the unit meets specifications and was returned to service. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A field service engineer reported that after the oil mist filter was replaced for a planned maintenance service, he observed a ¿white smoke¿ or haze emitting from the sterrad® nx sterilizer during the test cycle. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). Trending analysis of the smoke/haze issue for the sterrad® nx unit was reviewed for the prior six months from the event date, and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the smoke/haze is likely due to the oil mist filter. The asp field service engineer replaced the part and confirmed the sterrad® nx met specifications after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp product analysis lab received new photographic evidence, and the visual analysis was updated based on the new photos of the suspect oil mist filter. Corrected photo analysis: the suspect oil mist filter¿s red fiberglass media was observed burned/charred in a localized area on the outside of the filter. The internal cavity of the filter was not observable in the provided photographs. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Asp product analysis lab completed a visual analysis based on the photos provided for the suspect oil mist filter. The suspect oil mist filter¿s red fiberglass media was observed burned/charred, exposing the mesh frame underneath. The failure was confirmed by photo analysis. The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).